Event description:
Physician was unable to remove the system guidewire from the balloon catheter, and subsequently broke the guidewire while the balloon catheter was in use. Catheter and guidewire were removed without issue.